Manufacturer narrative:
Reference: (B)(4). Multiple MDR reports were filed for this event, see associated report 3006460162-2020-00067.

Event description:
It has been reported that the tab broke off on the rod reduction tower intraoperatively. No adverse events were reported as an outcome of this malfunction.